Event description:
It was reported that after the sheath was inserted the physician attempted to insert the iab, but the catheter would not pass through the sheath. A second iab was tried, and the same thing happened. The sheath was removed and replaced with another MFR's sheath, and the iab was successfully inserted. The pt expired of causes unrelated to this incident.